Event description:
On (B)(6) 2012, customer reported that the white blood cell (wbc) and red blood cell (rbc) baths on the act diff instrument overflowed onto the counter while troubleshooting for a "diluent out" error. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found the tubing stuck in pinch valves 14 and 15. Fse repositioned the tubing and replaced pinch valve 10 and the filter to resolve the overflow and diluent leak. No further problems were reported.

Manufacturer narrative:
(B)(4).